Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and delamination of plug strap. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bond edge and delamination (>75% total separation). A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on plug strap bond edge assessed as an unidentified (tear) opening. A delamination total of the valve (adhesive failure).

Event description:
Healthcare professional additionally reported left side "particles in valve".

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "bottoming out," "leaking," and "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bottoming out," "leaking," deflation.